Event description:
It was reported that the patient came to clinic with multiple tears in their driveline. There were no pump stop alarms. Not all log files were transferred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed the reported damage to the driveline. A specific cause for these findings could not be conclusively determined through this evaluation. The submitted photos revealed multiple tears in the outer jacket of the patient¿s driveline as well as one area in which the outer jacket material appeared bunched. No underlying layers were visible. Black tape was observed covering a few inches of the driveline adjacent to the patient¿s exit site and was also observed covering the controller connector bend relief. Log files were not available; however, a heartmate ii log report pdf was submitted that covered data spanning from 19jan2025 through 21jan2025. No notable alarms were recorded in the alarm history summary. The device appeared to have operated as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.